Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The backup occurred due to a depletion in battery voltage. The battery anomaly is a known issue.